Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there were high impedance issues. The rep reprogrammed the device to avoid contacts 0, 7, and 8, the impedance issues were not resolved at the time of the report, but the patient was still getting adequate coverage. Surgical intervention was not planned, the patient was alive with no injury and there were no further complications reported or anticipated.